Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Prior to being hospitalized, the customer felt ill and was vomiting. The customer received insulin by pen injection, but blood glucose did not decrease. It was also reported, that the insulin pump had lost all programming, two times prior to the hospitalization.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.